Manufacturer narrative:
(B)(4). The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. The alleged faulty alarm board assembly was received by carefusion on (B)(4) 2011, routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete a follow-up medwatch report will be submitted. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus at present carefusion considers this to be an isolated incident.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "[Name removed] called to report that he found that the alarms do not activate per specs. The end-users noticed this while setting the vent up. When they set their max paw alarm, they noticed that they had to set it higher than they want to so that the unit wouldn't alarm (visual). The audible alarm would only come on when the unit is shut off. Although he is not factory trained, he did evaluate the vent and verified the complaint. He could set an alarm condition and the visual alarm would be present, but there was no audible alarm. Since the audible alarm did come on when the vent was shut down, he feels that the speaker is working. I suggested replacing the alarm board (B)(4) as it sounds like the relay from the map panelmeter to the board is not working. Although the factory trained person is no longer at this facility, I will send a replacement alarm board so that (B)(6) can replace it. I suggested going through the alarm function check out and to call us if he wanted a service call."